Event description:
The patient contacted a company representative for assistance changing basal rates in her infusion device. She conveyed that she was hospitalized at the time of contact as she suffered from a kidney and bladder infection that was causing an imbalance of her sodium and potassium levels. She stated that she believed that her condition and the medications were contributing to her elevated blood glucose. She noted that, prior to her illness, her blood glucose readings were "fine." After she was assisted in changing her basal rates, she mentioned that her blood glucose had been "up in the 700's (mg/dl)" today. She reported a normal blood glucose range of 100-200 mg/dl. She reported a symptom of dry mouth, but she believed that the medications that she had been prescribed had masked her typical symptoms. She did not provide names of the medications that she was taking. She stated that, in addition to basal delivery which she reported having adjusted 3 times during the day, she was also taking "novalog" by injection. She stated that she had changed her infusion site 3 times on the day of the report and had experienced one clearable e4 (occlusion) error that prompted one of the infusion site changes. Troubleshooting did not find any issues with the product. Because of difficulty with her vision, she was unable to provide the serial number of the infusion device. At the conclusion of troubleshooting, she stated that her blood glucose was beginning to decrease. During follow up, she stated that her blood glucose values had not yet returned to normal, but she believed that her blood glucose continued to be affected by her illness. She stated that her physician had adjusted her basal rate and insulin delivery total to improve the regulation of her blood glucose. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.